Event description:
The reporter contacted animas on (B)(6) 2013 and stated that after changing the battery, the screen remained blank. The reporter noted the pump would vibrate and sound but the screen would not come on. The reporter stated that after trying multiple batteries, the screen turned on with multiple lines through the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/22/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the complaint of the display screen being blank or having lines through the display was not duplicated; the display screen functioned appropriately. The pump was opened and the display screen was removed. The display and circuits were inspected and no defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.